Manufacturer narrative:
The cause of the discrepant pt and fbg results is a patient specific sample peculiarity as determined in mixing studies and repeat results after ultracentrifugation performed by the customer. The instrument and pt and fbg reagents are performing according to specification. No further investigation is required.

Event description:
Discrepant prothrombin time (pt) and fibrinogen (fbg) patient results were obtained on a patient sample on the bcs xp instrument. The patient results were reported and questioned by the physician. The sample was repeated at an alternate laboratory and results closer to reference ranges were obtained. The same sample was tested on the original instrument after ultracentrifugation of the sample and results closer to the reference ranges for the analytes were obtained. Patient treatment was altered or prescribed on the basis of the discrepant patient results. Vitamin k and fresh frozen plasma were administered. There was no report of adverse health consequences as a result of the discrepant patient results or treatment.